Manufacturer narrative:
Of the 15 allegations of a malfunction, 11 pumps were returned to animas and investigated. Of the investigated pumps, 1 was found to be malfunctioning due to a cracked solder. During investigation for unrelated complaints, there were 3 additional failures found. This report is processed under (B)(4). This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 15 malfunction events. A review of the events indicated that the one touch ping model pump experienced a audio issue. These reports were received from various sources. The patients associated with this allegation ranges from 6-81 years of age and between 33 and 204 pounds. Of the reported patients, 8 were male and 7 were female.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-oct-2018 with the following findings: in quarter 3 of 2018, there were 2 instances of audio failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.